Manufacturer narrative:
Combination product: yes.

Event description:
Noise was seen on atrial channel of dx lead on several home monitoring recordings starting in (B)(6) 2025. Patient will be brought into office for follow up and isometric and postural testing. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.